Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional x-rays. A product development investigation was performed for the subject device. The 352.105 medullary reamer head is an instrument routinely used in the flexible reamers for intramedullary nails system per the associated technique guide. The device was returned and reported to have broken during surgery and two fragments remain in the patient¿s medullary canal. This condition is confirmed; the reamer head is missing the majority of the proximal end of the head. It appears to have broken off leaving behind a jagged fracture surface along three quarters of the circumference of the device. It is likely that over seven years of use and possible user error has led to this complaint condition. The device was manufactured in 7/2007 and is over seven years old. The product drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2015 while the surgeon was reaming in a tight canal the reamer head snapped off after too much torque was applied. Most of the reamer fragments were retrieved but despite efforts to remove all of them, 2 small fragments remained in the patient. The procedure was completed with an unspecified amount of surgical delay related to this event. This complaint involves 1 device. On (B)(6) 2015 8:05am 15 minute surgical delay and additional intraoperative x-rays required. (B)(6).

Event description:
It was reported that during a procedure on (B)(6) 2015 while the surgeon was reaming in a tight canal the reamer head snapped off after too much torque was applied. Most of the reamer fragments were retrieved but despite efforts to remove all of them, two small fragments remained in the patient. The procedure was completed with a 15 minute surgical delay due to the complained event. Additional intraoperative x-rays were required. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: part returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.